Event description:
In 2007, I had a aneurysm embolization. During the procedure, a neuroform microdelivery stent was placed in my brain by dr of a hospital. I found out seventeen days later, when I went to radiology that I should have a "stent card" providing me the following information in case of emergency and/or to provide this essential information to any physician who might be treating me in the future of who made the stent and what kind of stent was in my brain. When I wrote to dr and requested a "stent card" he had his assistant call me and tell me that should I inquire an MRI or any other physician treating me in the future to "just call his office." When I told that in case of an accident there would be no information available about the stent and this answer concerning the stent was insufficient. Dr's office then sent me a four page medical procedure report stating the type of stent but not the manufacturer and I can not put this in my wallet and travel with it. I called dr's office and received the name of the company that made the stent and called them, and they do not provide stent cards. I suppose it is a question of liability. If this stent degrades, I will never know it. If there is a problem I will never know it. Neither will hospital, dr nor boston scientific neurovascular-one boston scientific - will take responsibility for the stent in my brain and in the brain of the innumerable of other people. Not only can't we get MRI's without question, but should these stents degrade for any reason, we would never know; especially if we know longer use the medical professional or hospital that inserted the stent in our brain. Is such a recklessly careless mission with potentially incaluabale disasterable consequences permissable under your regulations. Diagnosis or reason for use: aneurysm embolization.